Manufacturer narrative:
(B)(4). Date sent: 2-10-2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Received facility medwatch advising that during a laparoscopic hysterectomy procedure; the shears broke off. The part of the shear that broke off was recovered and both pieces were taken off the sterile field and replaced with same like device. There were no adverse patient consequences reported. No device is available for return.